Manufacturer narrative:
The device referenced in this report was returned and evaluated, and the reported failure was confirmed. Approximately 6 inches of the balloon portion of the catheter were missing from the catheter. There was evidence of damage to the catheter shaft indicative of excessive force applied to the device during manipulation. Based on an image provided from the case, the missing portion of the balloon catheter was successfully retrieved, and all missing components were removed from the patient. The cause for this event is likely related to anatomical factors contributing to the device detachment of components; however this cannot be definitively determined without a review of procedural imaging. The anatomy of the patient was noted to be significantly calcified. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.

Manufacturer narrative:
A shockwave m5 peripheral intravascular lithotripsy (ivl) device was used to treat the superior femoral artery. Patient was reported to have chronic total occlusion and had 3 bypasses performed over the course of 40 years. Access was obtained via the pedal during an intervention of the superior femoral artery procedure. Upon removal of the ivl catheter after 68 pulses were delivered, the marker band and part of the balloon was noted missing and was found left inside the patient via angiogram. While the physician attempting to manipulate the snaring device to retrieve the detached balloon, the antegrade sheath came out. As the physician was doing manual arterial compression to prevent bleeding at the access site, he noticed that the detached balloon piece was sticking out, and he pinched it and pull it out with his hand. The sheath reportedly was re-inserted and the procedure was continued in which it was completed with no further complications. The device is pending to be released from the user facility's risk management department before it can be returned for device evaluation.

Event description:
A shockwave m5 peripheral intravascular lithotripsy (ivl) device was used to treat a heavily calcified superior femoral artery (sfa). Patient was reported to have chronic total occlusion, and a history of 3 bypasses performed over the course of 40 years. Access was obtained via the pedal during an intervention of the superior femoral artery. The ivl balloon catheter was used to deliver 68 pulses without incident. Upon removal of the ivl catheter, the marker band and part of the balloon detached during withdrawal and was observed to have been left inside the patient as evidenced via angiogram. While attempting to retrieve the detached balloon, and utilizing multiple devices to do so, the antegrade sheath backed out of the patient. It was also noted that the tip of the adjunctive supporting sheath (non-shockwave device) may have also detached. Manual arterial compression was applied to prevent bleeding at the access site, at which time the detached ivl balloon piece was observed to be protruding from the access site, and was successfully removed. The sheath was re-inserted, and the procedure was completed without further complications. There was no patient sequela reported.